Event description:
It was reported that the ilet user contacted support for assistance performing a full supply change on the insulin pump while using flex infusion sets and was uncertain if a rewind had been completed; the agent guided the user through the device menu to initiate the rewind and complete the supply change, after which insulin delivery was resumed. There were no reported symptoms or changes in blood glucose. Outcomes included continued insulin therapy without interruption or medical intervention. Investigation included customer service troubleshooting and user education on correct supply change steps. Investigation of this case revealed user difficulty with supply change and pump setup sequence, which was resolved through guidance without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user procedural error.